Event description:
It was reported that the rubber tip of the unit began to melt when it was switched to maximum settings during a case. It was further reported that a second unit was used and the same melting failure occurred.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.